Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. No number anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that numbers on the customer's insulin pump were skipping rapidly when the up arrow button was pressed. Her blood glucose level was not 141 mg/dl. No significant events leading to the issue were recalled. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).